Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. A manufacturing record evaluation was performed for the device lot s24120059, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep. Please refer to the event description, other information requested is unknown. Did the reported issue contribute to any patient adverse consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6), 2026, and suture was used. The needle pull off issue happened during use, affecting the progress of the surgery. Replaced immediately. Additional information was requested.